Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation reported the device arrived at the service center as disassembled components. The returned battery oscillator has been sent to the manufacturer for investigation. The separation of the saw head from the hand-piece by the visual inspection can be confirmed. The adhesive connection between oscillating head and sleeve shows no continuous glue of the threaded surfaces. This could not be found in nonconformity with specifications in the final quality control. The affected parts were manufactured in (B)(4) from may to november 2013. Initial investigation identified probable root cause to be poor preparation and application of loctite glue on the area of the power tool during the assembly process. Especially on the area where the oscillating head is attached to the power tool. Furthermore, a lack of effective work instructions contributed to this failure. In order to achieve a product improvement, an adjustment of the re-assembling process was introduced on january 15th, 2014. No further investigations are required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The saw head has loosened during surgery.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014 had loosened during surgery. No further information was provided. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that avalign technologies ¿ nemcomed division manufactured the stardrive 2mm torque limiting handle, p/n 03.614.035, and lot number 7323468-24 for po 1529700. The supplier¿s certificate of compliance (dated (B)(6) 2013) indicates the parts were manufactured to p/n 03.614.035, revision ¿d¿ and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿f¿, completed (B)(4) 2013. No ncrs were generated for this lot. The lot number is actually 7323468 in docusphere, where the DHR is located. Drawing 03.614.035, rev d, was released (B)(4) 2010. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.